Event description:
The customer reported that the x-ray system is shutting down in mid case and requires a restart.

Manufacturer narrative:
(Conclusions) - the customer reported that the x-ray system is shutting down in mid case and requires a restart. During the investigation, the log files show that the reboot was caused by the project change control board (pccb) card. After the reboot, the machine was working again. The pccb card was not replaced. In 2010, this was the first report regarding a reset caused by the pccb card. There is no need for mandatory field action. (B)(4).